Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there large discrepancies between her sensor glucose and her blood glucose values. The patient's current sensor glucose was 195 mg/dl and her blood glucose was 403 mg/dl. Troubleshooting did not occur for the high blood glucose. Her sensor insertion and calibration techniques were reviewed and she was advised on the proper sensor usage protocols. The insulin pump was not returned or replaced.